Event description:
It was reported that the push rod is loose. No patient involvement.

Manufacturer narrative:
B3: month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
This complaint does not require further investigation as it meets the qsr0024135 justification.